Manufacturer narrative:
Catheter was returned incomplete in two segments. Analysis of the same revealed acceptable testing.

Event description:
It was reported that this patient was not getting adequate therapy. No patient injury was reported. The catheter was replaced due to a break/tear/hole and the patient recovered without sequela. A dye study was performed at some point. The catheter was returned due to a leak. It was further reported that this patient had fell and hit the pump on the back of a chair. The patient subsequently did not experience withdrawal but did experience increased pain. On (B)(6) 2013 fluoroscopy results noted ¿looks intact.¿ the catheter access port contrast study on (B)(6) 2013 revealed extravasation proximal to the anchor/perforation. The catheter was replaced. This reportedly was not related to the implant procedure and was resolved without sequelae on (B)(6) 2013. This device system delivered dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.